Event description:
Per the clinic, the internal fixture was explanted (specific date not reported) due to loss of osseointegration and pain. The patient was reimplanted with a new internal fixture on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.